Event description:
The hearing performance with the device is decreased and the user can only hear loud voices.

Manufacturer narrative:
Additional information: based on the received information from the field, damage to the active electrode due to excessive mechanical stress seems very likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The hearing performance with the device is decreased and the user can only hear loud voices. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance with the device is decreased and the user can only hear loud voices.